Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. One (1) 8fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device included the hemostasis sheath and arteriotomy locator. The device was visually inspected and found to have been in unused condition with no visible signs of blood. The hemostasis sheath was found to have been fractured, and the component was also able to be broken in a manner which is consistent with embrittlement due to light exposure. The complaint was confirmed for a sheath breakage due to light exposure. The likely cause was determined to have been improper storage as the device was broken in a manner which is consistent with embrittlement due to light exposure. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. A corrective and preventative action (CAPA) was implemented to introduce a stabilizer additive to the sheath that would prevent future breakages due to light exposure. The starting lot numbers for the change are 6fr - 0000567242 and 8fr - 0000580214. For additional information concerning the changes that were made due to the CAPA see the CAPA document.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that during a pediatric endocrinology (ped) procedure, the doctor used an angio-seal for hemostasis. While assembling the locator and sheath for vascular insertion, it was discovered that the sheath had become brittle, resulting in fragments. The fragments were carefully inspected to confirm that none remained inside the patient. The doctor then replaced it with a new angio-seal of the same lot. However, during the insertion of the locator, it could not be successfully advanced into the patient. The doctor attempted to dilate the puncture site and reinsert the locator, however it still failed to enter the vessel. Upon inspection, it was found that the distal ends of the locator and sheath were not properly aligned and had a noticeable gap. The doctor then switched to an angio-seal 8f from a different lot number, which successfully completed the hemostasis procedure. There was no blood loss and there was no patient injury. Additional information was received on 23jan2025: the angio-seal devices are stored in the hospital's angio room with temperature control management, and they are kept in their original boxed packaging, only taken out when needed for use. The product storage location is not directly exposed to light and is properly stored in its original packaging according to standard procedures. The medical staff adhered to the warnings on the original packaging for storage and usage.